Manufacturer narrative:
Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 8590-1, lot# n181101, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n180042003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the pump was infected. The patient stated that her doctor moved out of stated and her pump was dry of 2 months. The patient also stated that the pump had been empty for 1.5 years. The patient wanted the pump replaced. The patient considered going to the emergency room (ER). The device system had delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had no doctor to manage his pump in 2009 or 2010 and it ended up going empty. The pump was empty for a couple of years because he didn't have a doctor to fill the pump. The patient went through withdrawal; it came on sudden. The patient had been on the medication for 3 years. The patient had no energy, felt horrible, didn't want to get up and do anything, and was having cravings for the medicine. He was on oral medicine but it didn't matter. The pump was at a low dose because, he was taking percocet 6 times a day, morphine 100's 3 times a day, and oxycodone 20 3 times a day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's last refill was (B)(6) 2012 and the last time it was "touched by anyone."

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported under manufacturer report # 3004209178-2014-08030: [a motor stall was reported with no motor stall recovery. Diagnostics included roller/rotor study. A replacement is planned. The patient is on oral pain meds until the pump gets replaced. The patient's hcp had left the state and the patient couldn't find any one to fill the pump. The patient's alarm date was (B)(6) 2013. The patient was getting an appointment with a new hcp for a replacement though it had not been made as of the day of the report. The patient status at the time of the report is alive no injury. The pump was used to deliver dilaudid. Additional information later reported the patient had met with a manufacturer representative a couple of weeks ago and a dye study was done and they found that the rotor stopped and was not working. Per the patient the rotor stopped working around 4-6 months ago. When the patient met with the representative the patient was on a lot of oral meds at the time and had a low dose of dilaudid in the pump. The patient was told that he could get into to see the hcp the quickest to get a new pump placed and had an appointment to see the hcp on (B)(6), 2014. Additional information has been requested, but had not been received as of the date of this report. The surgeon believed that the pump was malfunctioning in some way. The pump was replaced. The patient experienced pain. The pump was replaced on (B)(6) 2014. The following information was previously reported via manufacturer's report # 3007566237-2014-01473 ): [it was reported there had been "upticks" in the number of pump motor stalls with gablofen in the pump.] Additional information was received and it was reported that the patient had gone into the clinic for a pump refill and it was determined that the pump wasn't working. The catheter was fine, so they didn't have to replace the catheter. It was later reported that the pump was empty. The hcp (health care professional) tested the pump around (B)(6) and found that the rotors didn't turn. There was no drug in the pump when the rotors didn't turn; the pump was empty.] All information pertaining to this event will now be reported under this manufacturer report # (3004209178-2013-18986) it was later reported that the pump was replaced on (B)(6) 2014 because it was empty.

Event description:
Additional information received reported that the patient stopped using the pump a year prior. It was noted at the time of report that the patient is having a replacement. It was reported that the patient pump had been empty for ¿a while (one year)¿. It was noted that the patient needed to get the pump explanted and replaced. It was reported at the time of report that the patient had rods in their back that were loose and they had herniated discs and a bulging discs in their back. It was noted that the patient was going to see a healthcare professional (hcp) on (B)(6) 2014. It was reported that the patient¿s hcp moved and they did not have anyone to refill the pump. It was noted that the patient¿s pump was alarming every ten minutes because it was empty. It was reported that the patient was getting 4 mg of dilaudid when the pump had drug in it. It was later reported that the patient was told that since the pump had been empty for so long it will have to be replaced but was also told by a healthcare provider (hcp) that the pump could be filled with saline and tested to see if it would still work. It was noted that the patient¿s pump had been empty for more than a year.